Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr results. Results are as follows: date: (B)(6) 2015, inratio inr: 0.8 and 3.9. Therapeutic range: 2.5 - 3.5. The time between testing was five (5) minutes. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on strip lot 367839a meets release criteria. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.